Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00185 and 1627487-2022-00187. It was reported that both of patient's leads migrated and ipg reached end of life. It is unknown if the ipg depleted prematurely. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the leads and ipg were explanted and replaced. Therapy was restored postoperatively.